Event description:
It was reported that during a post stent dilatation procedure, the balloon did not fully deflate after being inflated to 16 atmoshpheres (rbp = 12 atm's). No patient injuries or complications occurred.